Manufacturer narrative:
The surgeon plans to implant a new fossa component soon.

Event description:
It was reported that the patient's left fossa component was removed due to infection.

Manufacturer narrative:
The reported event could be confirmed as the operative note regarding explant surgery on 5-jan-2022 was received and confirmed that the right tmj devices (fossa and mandibular component) were explanted. This patient received bilateral tmj devices on (B)(6) 2020. Recently, the patient presented to the surgeon with a swelling and painful right jaw. On 5-jan-2022, the surgeon opened the joint with pre-op diagnosis of an infection, removed the right tmj devices, and placed an antibiotic spacer. In addition, the operative notes state that purulence around the prosthesis was found, and that the tmj prosthesis was perforating through the deep tragal cartilage into the external auditory canal (eac). Overall, the root cause for the infection remains uncertain as no lab results were obtained. The information received does not suggest a device failure, malfunction, or other performance issues. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left fossa component was removed due to infection.